Manufacturer narrative:
Additional information was added to d9, h3, h6, andh11: h11: the device was received for evaluation. Visual inspection was performed and the patient connector and the drain line molded port were missing pull ring caps. The reported condition was verified. The cause of the condition was a manufacturing related issue that occurred during the automation assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain line cap of the homechoice cassette was missing. This was observed prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.